Event description:
Same case as MFR report #: 3005099803-2008-07040. It was reported that during an unspecified procedure, the first stent would not deploy and a second stent was attempted resulting in a perforation of the large intestine. The patient had end-stage cancer and was to have a stent placed due to stenosis from a large intestine tumor. The first ultraflex covered stent would not release due to a "suture tangle". A second ultraflex covered stent was advanced and a perforation of the large intestine occurred. The physician commented that "the perforation caused by the stent was advance with the scope advancing". The procedure was reported to be not completed. The reason the procedure was not completed was "due to the patient's condition". The patient status is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.